Manufacturer narrative:
The hakim valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 823164 with lot 3276907 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected; cut marks were noted on the housing. The valve was leak tested and failed the test due to leak from cut. The valve passed the test for programming, occlusion, reflux and pressure. Root cause analysis - the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no programming issue was noted. The root cause for the ¿cut mark¿ is due to a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.

Event description:
A physician reported a hakim valve (ID 823164) was implanted via ventriculoperitoneal (vp) shunt due to secondary normal pressure hydrocephalus (snph) on (B)(6) 2019 with setting of 30mmh2o. The pressure setting could not be changed, therefore, the valve was removed and replaced on (B)(6) 2024. Based on the information provided it is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.